Event description:
This device is currently connected to OEM leads. Device seems to be oversensing atrial events on the rv lead, leading to inappropriate shocks.

Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. The returned device data have been analysed. The available iegms demonstrate a sensing of intrinsic signals leading to tachycardia detection. However, an oversensing of atrial signals in the ventricular channel could not be fully excluded. Based on the available device data a root cause for the clinical observation is not determinable. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The analysis of the returned device data revealed no indication of a device malfunction.